Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5061865) in united states on 19-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Consumer reported to have suffered for 4 years: chronic cramping (daily), sharp stabbing chronic pelvic pain, discharge with odor (daily), hot flashes, bacterial vaginosis, night sweats, loss of libido, bleeding / spotting after sex, painful periods, painful intercourse, incontinence, breast pain / tenderness, neck pain / aches and stiffness, bloating, numbness / tingling in extremities (hands), vitamin d deficiency, chronic fatigue, skin irritation / itching, hair loss/thinning, weight gain, swelling of legs / feet, dry skin (face), skin discoloration, blotches (face), bloating, estrogen and progesterone deficiency, forgetfulness, short term memory loss. Hysterectomy was done on (B)(6) 2016 to remove essure. Concomitant medication includes multivitamins. Follow-up received on 13-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced sharp/stabbing pelvic pain, chronic pelvic pain. She underwent a hysterectomy in order to remove essure. This event is listed in the reference safety information for essure. The term hospitalization was only mentioned as event outcome and the reporter did not specify it. Pelvic pain may occur with essure therapy. In this case, consumer reported to have suffered for 4 years. Considering the nature of this event and in the lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.